Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was returned to the manufacturer for evaluation and is waiting on functional testing. On completion of the testing, a follow-up MDR will be submitted.

Manufacturer narrative:
A definitive root cause of this issue is undetermined. However, as stated in the IFU, the perforator bit should be used between 750 and 1250 rpm¿s. The account confirmed a usage of 7000 rpm's. Therefore as the rpm¿s can affect the performance of the perforator, the rpm's used may have contributed to the root cause.